Event description:
It was reported that, "the patient complained of hip pain gradually increasing over the past couple of months. Dr. Did an x-ray of the hip acetabulum in which he found a loose acetabular component. The patient had previous acetabular fracture on original tha. Acetabular component was removed."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as per hospital policy. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.